Event description:
Surgery note describes that a 16 french nasogastric tube was inserted during surgery for small bowel obsruction on 2/19/99. Md ordered the nasogastric tube removed on 2/28/99. During removal of the tube, approx 6" from insertion point, met resistance. Pt's md was informed and the md removed the nasogastric tube and discovered a knot in the tubing. An ice pack was applied to pt's nose. Upon examination of the tube, it is believed that the tube may be 18 french. Packaging from the tube was discarded after insertion.